Event description:
The customer reported via phone call that he received a calibration error and a change sensor alert. Blood glucose level at the time of the incident was 40 mg/dl, which was treated with juice. The customer was advised that the sensors would be replaced but will not return the products for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.